Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following pieces were found when setting up for a case. A 2 attune rp ps artic surf sz7 (circular springs on these are damaged), zimmer hudson to hudson adaptor, mbt rev tibial view plate sz1 (broken in half), and an attune femoral impactor.